Event description:
It was reported that capture did not occur when the epg (external pulse generator) was connected to the patient. It was confirmed that a patient cable was broken, but there was no anomaly found in the epg operation. The patient cable was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) analysis confirmed the patient cable was broken.